Event description:
The customer's mother reported two instances where the insulin pump delivered insulin on its own, even though the keypad was locked. The first occurence was on (B)(6) 2012. The mother stated that the insulin pump delivered a 13 unit bolus. The second occurence was today, when the insulin pump delivered a 5.2 unit bolus. The mother stated that the customer keeps the insulin pump in her pocket. Advised the mother that there's no way that the insulin pump can deliver boluses on its own, but advised that the insulin pump would be replaced for peace of mind. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.